Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside monitor alarmed, however, the alarms did not show on the central station (piic). No adverse event or patient harm was reported.

Manufacturer narrative:
.

Event description:
The customer reported that the bedside monitor alarmed, however, the alarms did not show on the central station (piic). The device was in clinical use monitoring a patient at the time of the reported event.no adverse event or patient harm was reported.